Event description:
Caller reported pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level as the customer declined to provide this information. Technical support instructed the customer to attempt several troubleshooting steps, including checking the power source and pressing the pump button, which did not resolve the issue. As a result, technical support arranged to replace the pump under warranty. The customer planned to use multiple daily injections as a backup therapy and was provided instructions for returning the faulty pump using a pre-paid label.